Manufacturer narrative:
(B)(4)

Event description:
Procedure: liver resection. According to the reporter: prior to use on patient when the package was opened a doctor found the failure conditions of the hook part and had great difficulty in moving it.